Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the evaluation, the reported issue could not be confirmed. The device performed as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the hakim valve was implanted via vp, however the ventricular size did not change. The setting was changed but the valve obstruction was suspected and a revision surgery was performed. The valve was implanted doe to congenital hydrocephalus. Csf protein level was 213 mg/dl. The surgeon commented that the valve obstruction might have caused by high protein concentration. There is suspicion of contamination of blood and debris into the cerebrospinal fluid. The patient is stable and under monitoring. No further information was provided by the hospital.